Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a short in the cable for the top interlock sensor. The water would stop flowing if the cable is moved, with no alarm. The event occurred during the bench test at the hospital. The operator of the device was a field service engineer. This was not reported to FDA. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective top socket assembly. The the top socket assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.